Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin continued to drip after releasing the act button and that the insulin pump alarmed during the manual prime. The blood glucose reading was 200 mg/dl. The drive support cap appeared normal. The customer also reported that the insulin pump had been exposed to pool water. He was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the compromised force system error alarm due to the blank display. The pump had a corroded motor home switch, minor scratches on the display window and a cracked reservoir tube lip.